Event description:
The customer reported the alarm has power but when weight is removed from the pad the alarm powers off. The batteries have been replaced with a new supply. The alarm was tested with a new sensor and the results remain the same. The customer reports no signs of any visible damage to the alarm case. There was no pt contact.

Manufacturer narrative:
(B)(4). Results: eval of the returned product found that the last three numbers of the serial number are not visible due to a scratch on the alarm case, the battery door is missing. The alarm powers on but does not have any sound. The unit did not power off when weight is removed from the sensor pad as indicated by the green power light flashing. Low battery indicator does not sound. Note: posey instructions for use state: proper handling and use: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure that the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe if the audible alarm does not sound. (B)(4).